Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 218284 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 218284 and device part number 195-430h / lot 215606. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot 218284 showed that the complaint rate is 0.000383%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance or the specific patient sample.d4 (exp. Date) h3 other text : devices discarded, single use device.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on the (B)(6) 2022 on a nasal sample. An unknown covid test was performed on (B)(6) 2022 at cvs and generated a negative result. The consumer reported not rotating the swab after inserting the swab into the card and that the card was moved after it was sealed. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed that there was no delay or impact to treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Devices discarded, single use device.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on the (B)(6) 2022 on a nasal sample. An unknown covid test was performed on (B)(6) 2022 at cvs and generated a negative result. The consumer reported not rotating the swab after inserting the swab into the card and that the card was moved after it was sealed. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed that there was no delay or impact to treatment.